Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.